Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits signs of abrasions and slight melting, partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, "fiber was working intermittently during the procedure, tip was cleaned but metal was loose." The procedure was completed utilizing a second fiber. There was no injury to patient reported.